Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, into a surgical valve, it was difficult to place the valve in the proper location due to a lack of calcium. The valve was deployed to 80% and an echocardiogram assessment showed trace paravalvular leak (pvl). A decision was made to release the valve but the valve shifted in a ventricular direction and resulted in moderate pvl. Subsequently, a second transcatheter valve was successfully implanted and reduced the pvl to trace. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a valve to dislodge include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. Based on the reported information, it is possible that the dislodgement was attributed to the lack of calcium in the patient¿s vessel. Valve dislodgement events are typically not related to a device malfunction. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the moderate pvl resulted from the valve shifting out of position. This event does not indicate a device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.